Event description:
Photopheresis machine therakos kit leaked during photopheresis treatment. Treatment was aborted. Attending notified. Therakos company notified, technician to come 11/21 to check machine.